Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed and de novo lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. Pre-dilation was performed with an unspecified balloon. Then a 3.0 x 38mm xience prime stent delivery system (sds) was advanced to the target lesion, and the stent was deployed. Post dilation was performed with an unspecified balloon. However, a distal edge dissection was observed which was treated with a 3.0 x15mm xience prime stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.